Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pace/sense portion of the lead was capped due to high thresholds, high impedance and noise. No inappropriate therapy was delivered. The defib portion of the lead remains active.